Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to an inappropriate shock from the implantable cardioverter defibrillator (ICD). The device detected an atrial tachycardia (at)/ atrial fibrillation (af) with rapid ventricular response (rvr) event and classified it as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The inappropriate shock terminated the atrial and ventricular arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.